Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty power supply unit could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus visera elite xenon light source was experiencing power failure. According to the initial reporter, the unit was immediately powering off after being turned on. Reportedly, the unit only flashes briefly. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A failing power supply was discovered and caused the reported failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.